Event description:
The physician does not think the seizures are related to the vns. Usually he has this episode during october and november.

Event description:
It was reported that a patient has had issues of increased seizures. The device was checked and is functioning normally. It was later reported that the patient was stable, no complications and apparently doing well. No additional relevant information has been received to date